Manufacturer narrative:
Device evaluation: the device history review indicates that all visual inspections were performed as per requirement with no issues observed during manufacturing process of the reported lot 5336656. A sample has been returned by the customer and an investigation has been initiated. A supplemental report will be filed upon completion of the device evaluation.

Event description:
It was reported that patient had an alleged infection following use of the device and surgical intervention was required. The doctor found an "oily type liquid" in the syringe.

Manufacturer narrative:
Device evaluation: the customer returned (4) bd 1ml tb syringes with 27g precisionglide needles in open blister packs from the reported lot # 5336656. All returned syringes were examined and one sample exhibited a noticeable amount of clear liquid inside the barrel. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. However in this case, there is an unusual aggregation of silicone on the stopper or on the barrel roof area which created the noticeable appearance. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Based on the samples received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (excess silicone). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (infection). An absolute root cause for this incident cannot be determined.